Event description:
It was later reported that reprogramming was performed to disable the svc.

Event description:
It was reported that the right ventricular lead had high impedance and a possible fracture was suspected. Programming the svc off was discussed, but it is unknown if any action was taken. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defib impedance was 254 ohms on (B)(4) 2015.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).